Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/69 years old. One patient experienced sudden bilateral blurred vision with right homonymous hemianopsia, followed by transient improvement and subsequent recurrence accompanied by nausea. A magnetic resonance imaging (MRI) revealed a small ischemic lesion in the border zone between the middle and posterior cerebral artery territories. The visual disturbance resolved promptly following admission, and no additional neurological deficits were identified. The patient was discharged without residual sequelae. The event was classified as an ischemic stroke. One patient was diagnosed with a puncture site aneurysm, which was treated conservatively and classified as a minor complication. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pulse field ablation in patients with paroxysmal and persistent atrial fibrillation using the circular multielectrode array catheter: first outcome data in a real-world prospective study circulation: journal of interventional cardiac electrophysiology, 2026 doi.org/10.1007/s10840-025-02234-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a study designed to evaluate the procedural efficacy and safety of pulmonary vein isolation (pvi) performed with the circular multielectrode array catheter, representing the first report of its use in a real-world clinical setting. One patient experienced sudden bilateral blurred vision with right homonymous hemianopsia, followed by transient improvement and subsequent recurrence accompanied by nausea. A magnetic resonance imaging (MRI) revealed a small ischemic lesion in the border zone between the middle and posterior cerebral artery territories. The visual disturbance resolved promptly following admission, and no additional neurological deficits were identified. The patient was discharged without residual sequelae. The event was classified as an ischemic stroke. One patient was diagnosed with a puncture site aneurysm, which was treated conservatively and classified as a minor complication. The status of the devices is unknown. No additional adverse patient effects were reported.